Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation in all configurations on the left ventricular lead. The lead was explanted and replaced. The patient was fine during and post procedure.